Event description:
Conflicting info has been received regarding this event. Initially, a voluntary medwatch was received. The report indicated the pt was receiving d10 1/4 normal saline (ns) with 20meq of potassium chloride (kcl) at a rate of 12 ml/hour and the y-adaptor snapped free of the tubing resulting in a low blood glucose of 43. At approx 2040, the nurse had gone to assess the pt and perform a blood glucose test when the nurse found the y-adapter had snapped free of the tubing. A new bag of d10 1/4ns +20 meq kcl was hung. This was a pt admitted in 2008 for necrotizing enterocolitis (nec). The nurse had hung hyperalimentation with d20 (unk total ml) to run at 12ml/hour at 1700 the same month. Approx three hours later, the nurse returned to evaluate the pt and noted that the y-adaptor had broken free of the tubing. The pt's blood glucose was taken and was at a level of 43. D10 with 20meq of potassium chloride was hung until another bag of hyperalimentation could be prepared. The pt was discharged to home two months later in good condition.

Manufacturer narrative:
The facility has part of the sample. The sample has been requested to be returned to the baxter failure analysis lab for eval. A follow-up report will be filed upon completion of an eval or if any additional info becomes available.